Event description:
Analysis of the handheld was completed on (B)(6) 2013. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Analysis of the flashcard was completed on (B)(6) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that a physician¿s handheld device (hhd) would not keep a charge and kept switching itself off. The device had to be plugged in during interrogations. Follow-up showed that the hhd was not exposed to any adverse conditions. It was stated that the device did not seem to interrogate devices at all, even when plugged in. The device has not been returned to date.

Event description:
The handheld device (hhd) and software flashcard were returned on (B)(4) 2013 and are pending analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.